Event description:
The customer reported via phone call that the insulin pump had a display anomaly. Half the screen was black because the customer fell down. The customer could not read everything on the display. Customer's blood glucose level was 4.0 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding lcd glass. The insulin pump had minor scratches on display window, cracked case on display window corner, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.